Event description:
It was reported that during a total lap hysterectomy procedure the instrument was broken. The doctor used the instrument in cutting the ovarian ligament, he has activated the energy for around 5-6 seconds, the tissue was found a little bit sticky. He tried to remove the jaw from the tissue, and the electrode was torn off. The generator was showing an error message after he activated the energy again, and he open a new device to proceed. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touch the jaw. The device did not cut as expected due to the electrode separated. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.